Event description:
It was reported that high impedance was detected on the patient's m105 generator and it could only deliver 0.25 ma current. There was no known trauma to the vns outside of the patient's hard seizures. No known relevant surgical intervention has occurred to date. No further relevant information has been received.